Manufacturer narrative:
Insulin pump received with severely scratched lcd window, cracked battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the bottom of the reservoir compartment. The customer also stated that reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.